Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: removal of sizer.

Event description:
Healthcare professional reported right side gel sizers was implanted in a patient. Device remains implanted.